Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support for multiple draining slowly alarms received during treatment on the liberty select cycler from the previous night. The patient reported clots seen in the tubing line. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 where a pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with 1 dose of vancomycin (dosage not provided) and tazicef 2g daily for 17 days. The culture resulted positive for klebsiella pneumoniae and the white blood cell count was 1,348 (unknown units). The cause of the peritonitis was attributed to a breach in aseptic technique. The pdrn stated the clots seen during treatment were due to the peritonitis. The patient is continuing pd therapy at home utilizing the liberty select cycler.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritonitis and pd therapy utilizing the liberty cycler set. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to a breach in aseptic technique. The culture result of klebsiella pneumoniae supports that finding as these bacteria are normal flora of the gastro-intestinal (gi) tract and may colonize the upper aerodigestive tract as well. Peritonitis with this organism probably results from touch contamination. Based on the available information and no evidence or allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the liberty cycler sets shipped to the patient in the three month timeframe preceding the event date. All product has been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. It states as a warning that, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported event could be attributed to end user error in accordance with the complaint description. However, the reported issue could not be confirmed without a physical evaluation of the complaint device.